Manufacturer narrative:
The product has not been received for evaluation and a lot number was not provided; therefore, a review of the device history record (DHR) was unable to be performed. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2018 from non-medical personnel at a hospital regarding a pre-mixed dialysate bag which ruptured while activating the solution for patient use.